Event description:
The enduser reported that during a ptca procedure co's large bore y-adaptor could not be tightened sufficiently around a balloon catheter to prevent blood leakage. No injury to the pt resulted.